Event description:
This lv lead was explanted and replaced due to high thresholds. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed a deformed kink protection tube (6 cm distal to the is4 connector pin), which most likely resulted from the mechanical forces applied during the surgery. Further damages such as a squeezed outer insulation (34 cm distal to the is4 connector pin), most likely resulted from a tight suture sleeve. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high thresholds. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.